Manufacturer narrative:
Correction: b1 adverse event b2: death (B)(6) 2021. H2: death. H6: death.

Manufacturer narrative:
G3 updated and stated this report is related to medwatch number mw5099510. The product was not returned for evaluation. Procedural imagery provided by the site showed the sheath shaft was kinked and the liner was torn. The distal tip was opened. The patients access vessel was undersized and had calcification with tortuosity. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100 percent inspected. During the final inspection, the esheath underwent 100 percent inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath, general risks failure sheath liner torn, general risks failure sheath kinked bent, and general risks failure sheath liner strand were confirmed per imaging evaluation. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A manufacturing nonconformance therefore could not be determined. However, reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. Introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath / general risks failure sheath kinked, bent a detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary written by edwards lifesciences. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create suboptimal angles that can lead to nonaxial alignment in the advancement of the delivery system. Per the 3mensio provided, the access vessel was noted to have tortuosity. Sheath kinks, as noted in the complaint description, can be indicative of tortuosity. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. Per the 3mensio provided, the access vessel was noted to have calcification. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and procedural factors (high push force) likely contributed to the reported events. As reported, the seam was split. Additionally, evaluation of the provided post procedural device-related photo revealed that the sheath had a liner tear and multiple liner strands. As resistance was met during system advancement through the sheath, the operator likely applied excessive force and manipulation to advance the delivery system. Therefore, it is likely that excessive device manipulation and increased push force caused the crimped valve to interact with the sheath liner, leading to the observed liner tear and liner strands. As such, available information suggests that procedural factors (excessive manipulation, valve caught on liner) likely contributed to the complaint events. The complaints were confirmed based on procedural imagery provided by the site. No manufacturing nonconformance has contributed to the reported events. Complaints histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling IFU training inadequacies have been identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, during implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the vessel was dilated with the 16 fr esheath dilator prior to insertion. The 16 fr esheath was advanced with no issues. The physician felt a lot of resistance advancing the valve through the 16 fr. Esheath. During advancement the sheath kinked creating a loop with the delivery system in the external iliac artery. Slowly the delivery system and wire were able to be pulled back and the esheath straightened. The physician attempted to pull back the valve, delivery system, and esheath as one unit, but met a lot of resistance. They were able to put a balloon up the contralateral access to tamponade flow to the right leg while they attempted removal of the system and esheath. The physician attempted a cutdown to try to remove the system, but found that the right side external iliac had a large perforation and tear in the vessel. Surgical cutdown was performed and the devices were removed. The seam was split and the sheath was kinked. One piece of the frame on the aortic side (not ventricular side) of the valve was bent upwards, which happened as they were trying to use a hemostat to get it out of the vessel prior to the cutdown. This was noted and confirmed on imaging that the valve was not bent prior to that portion of the procedure. With the cutdown the physician was eventually able to remove the system and attempt to repair of the tore artery, but due to blood loss the patient went into pulseless electrical activity the patient expired same day. Per medical opinion, the event was likely due to calcification.